Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during fascial closure in a laparoscopic hernia, the needle was detached from the suture before they opened the packaging. They used another strand to complete the case. There was no patient injury.